Event description:
It was reported that device entrapment occurred. An opticross catheter was used for ultrasound examination of the target lesion. During the procedure, the device got stuck with the guidewire. Everything was taken out from the patient, and nothing was left inside. The procedure was completed with another of the same device. No patient complications were reported.

Event description:
It was reported that device entrapment occurred. An opticross catheter was used for ultrasound examination of the target lesion. During the procedure, the device got stuck with the guidewire. Everything was taken out from the patient, and nothing was left inside. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed the sheath assembly was kinked. Microscopic inspection showed the guidewire exit port was in good condition, but the tip was deformed. Functional testing with the guidewire could not be performed due to the condition of the device.